Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to far p-wave oversensing. Programming changes were made. The patient was fine.